Manufacturer narrative:
Currently, it is unk to what extent the device may have caused or contributed to the reported event. A review of the patient's med records reported issue experienced was due to a fistula. The previously implanted mesh was not mentioned during the revision procedure. Fistula info is listed as a potential adverse outcome in the IFU and is a known inherent risk of the procedure; however, the operative report made no connection between the post-op fistula being caused by the device. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following is based off of legal allegations made by the atty and a review of the patient's med records provided to davol by the patient's atty: on (B)(6) 2004, the patient underwent sacrospinous fixation and colpopexy, pubovaginal sling bladder suspension, and cystoscopy with implantation of a bard/davol composix e/x mesh. On (B)(6) 2012, the patient underwent in enterovaginal fistulectomy with small bowel resection. There was no mention of the mesh during this procedure. Atty's report alleges pain, extrusion, urinary problems, dyspareunia, small bowel perforation, and additional surgery.